Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that intermittent latency occurred during operation of the small battery drive device. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2026. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary: the actual device was returned for evaluation. A visual and functional assessment was performed on the device. The described failure by the customer was not confirmed. The device was visually inspected as received from the customer. It was found that the device passed visual inspection. Based on service record and provided video: the device passed all inspection criteria according to the pre-repair: since no failure was found no root cause can be defined. The reported issue on the photo / video that the device e.g. That the device would run by itself was not confirmed, when the device was tested. As part of synthes quality process devices are serviced / inspected, and released to approved specifications. The instructions for use (IFU) states the following regarding the reported issue that was observed by the user: for the tool to function properly, synthes recommends that it is cleaned, disinfected and serviced after each use in accordance with the process defined in the ¿care and maintenance¿ section. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.